Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the cursor on the display screen of the device did not permit control of the screen. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the cursor on the display screen of the programmer did not permit the control of the screen due to the maladjustment; calibrating the stylus touch-pen did not resolve the issue. The programmer has been returned for repair and a requested test and calibration procedure. There was no patient involvement.